Event description:
A surgeon reports that six weeks following uncomplicated intraocular lens (iol) implant surgery, a patient reported eye pain. Upon examination, the surgeon observed that part of the haptic was poking through the iris. The patient was treated with medications and noted improvement. At a follow-up visit, an exam revealed that the haptic was broken off the lens and was lying in the anterior chamber. In a follow-up, the surgeon reports that the lens was exchanged. At one week postoperatively, the patient had minor local edema at the wound and the replacement lens is in good position. The outcome of event was reported as "good".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 05/19/2008, and 05/05/30/2008 by phone, fax and mail. Additional information was received 05/16/2008, 05/20/2008, 05/30/2008 and 06/02/2008. This report was mailed to FDA on: 06/13/2008.